Manufacturer narrative:
Pump received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and act button was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.